Event description:
I was suppose to be part of the (B)(4) study. I was implanted in (B)(6) 2006 and explanted at 9 years, on (B)(6), 2015. The surgeon that took them out said they are the worst he has ever seen. There are large pieces missing from around both implants all around the edges. Also, there is no serial number on them. Imprinted on the surface is "mentor 5683448 395cc" I called mentor to inquire about their warranty and to also give them information for the study. They did not take any information from me regarding the study. You allowed them to put this product back on the market with the agreement they complete a 10 year study. They say they "lost" the participants. Not so! They do not want negative outcomes as part of their study. If the real stats were used, they would not be allowed to put these devices in your daughters, granddaughters, wife's, mothers, ect. I am a registered nurse. I know all medical devices must have a serial number. Why do these not? When I gave the above mentioned number to mentor, they said that was not a serial number. It is a lot or model number. You are supposed to be protecting the american public. You need to investigate this. Thank you, (B)(6).